Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer had not addressed bg level at the time of the report. Recommendation was made to consult with a healthcare provider to discuss diabetes management.